Event description:
It was initially reported that the patient was being explanted due (B)(6) study requirements. The generator and lead were returned to the manufacturer for evaluation. The generator performed according to functional specifications. Analysis of the generator in the pa lab concluded that no performance issue or any other type of adverse condition was found. The outer silicone tubing of the lead was found to be abraded open. When product analysis was completed it was found that there was fluid found inside the inner tubing of the lead due to abraded openings note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no additional anomalies were identified within the returned lead portion.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.